Event description:
It was reported that t:slim X2 pump battery would not charge, and customer experienced low power alerts and a shutdown alarm despite using Tandem charging cable, wall adapter, and working wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer tried leaving pump connected for 30 minutes without success, then switched to different wall adapter without resolving issue until a different charging cable was used, and Technical Support advised that non-Tandem charging supplies should only be used for troubleshooting and arranged replacement charging supplies, which customer understood and accepted.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.